Event description:
Five out of twenty-one fields of a radiation therapy plan were delivered to the patient using an energy level that did not match what was specified in the plan. Customer called varian for guidance on using eclipse to analyxze the does delivered to the patient. The analysis showed that the target was still covered by 98% of the prescribed dose. The error was determined to have resulted in an underdose of less than a 2%. In addition, the treatment fields in this plan did not enter or exit through any critical structres. Customer concluded that the amount of misadministration was not serious. Customer believes that the incorrect energy level was specified by user when entering parameters prior to the first treatment.